Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, a grinding noise was heard and insufficient samples were retrieved. They changed probes and continued to have issues. The pt had an open incisional biopsy.